Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 3000 ohms. As a result, this triggered an alert on the patients home monitoring system and alerted the patient advocate to reach out to technical services. Technical services was consulted and recommended the patient advocate reach out to the patients clinic regarding the alert. Troubleshooting was performed and the physician opted to surgically abandoned the non-boston scientific pace/sense rv lead. The lead was successfully replaced with another non-boston scientific rv pace/sense lead. The device remains in service at this time. No additional adverse patient effects were reported.